Event description:
The customer reported an error which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The ge healthcare remote technical expert recommended the customer replace breathing system components after troubleshooting the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).